Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had blood at site but was able to resolve by inserting sensor into leg. Customer's blood glucose was 10.3 mmol/l. Customer requested a prefilled reservoir due to having problems filling reservoirs which results in customer having air bubbles. Customer was advised to call back when filling reservoir in order to follow procedure. No further information provided.